Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Device evaluation and repair are pending.

Manufacturer narrative:
E1: reporting address line 2: (B)(6), reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone #: (B)(6), reporter phone #: (B)(6). H11: manufacture number used in this report (2031642) was incorrect, this correction is to correct the number used. Updated contact information, contact office entity, and manufacturing site. H10: philips received a complaint by the customer on the v60 indicating that an alarm 1124 (battery failed) sounded. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The customer opted not to replace the battery as it was under five years old and not covered by warranty. According to a good faith effort (gfe) response received 06may2023, the battery has not been replaced and the unit has not been put back into service. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00306. All information from the original report(s) has been transferred to this report.